Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners, patient reports that they were seen by their dentist in which resulted in a tooth being extracted. The patient was seen a few weeks later for a periodic exam and the dentist informed them that they needed further treatment done. This includes one extraction, 4 bridges (optional), 4 fillings and a periodontal gum treatment. The patient cannot be cleared for treatment with the aligners. They need to have the dental work completed first.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.